Manufacturer narrative:
Root cause analysis: per technical services, user obtained values of 4.2 and 3.5 on one meter using different fingers for the tests and a value of 3.3 with a different meter (both meters are inratio2). When evaluating the results from first meter only (4.2 and 3.5), the mean is 3.85, standard deviation is 0.495, and %cv is 12.86%. When evaluating all three results together, the mean is 3.67, std dev is 0.473, and %cv is 12.89. Both of these calculations meet the precision criterion of %cv less than 20%. Product testing is not required. Summary: end-user reported precision discrepant test result. Meter and strips in complaint have not returned. Timing between the tests was not provided. %cv calculation revealed cv% met precision criteria. No product deficiency was established. Further testing was not required. There is no sufficient info to determine the root cause of end-user's discrepancy. No corrective action is required as no product deficiency was established. As of today, the meter and strips are not expected to return. No further investigation is required at this time.

Event description:
Caller alleged discrepant results (precision). Time elapsed between tests was not given.